Manufacturer narrative:
Device remained implanted; as such explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 an open reduction internal fixation with multilock humeral nail system was performed for proximal humeral fractures. During the procedure a multiloc humeral nail was inserted into the bone using a bone hammer. After fixing the proximal part of the nail, the surgeon checked internal and external rotation of the distal part before distal side stopping. There was a snapping sound heard, upon checking the images, it was found out that diaphyseal fractures (oblique fracture or spiral fracture) occurred. The affected site was fixed with a wire. The surgery was completed with 30 minutes delay. Patient outcome is unknown. This report is for one (1) 8mm ti multiloc proximal humeral nail. This is report 1 of 1 for complaint (B)(4).